Event description:
It was reported during parotid procedure that the device we were using the wireless patient interface box. Powered it on before taking it out of the slot. Everything connected just fine; had all green checkmarks. When we went to use the probe it would not stimulate. We tried a new probe, tried switching the wireless box and even brought the 2nd machine in and nothing worked until we used the wired box. Procedure was extended by 15 minutes. Procedure was completed with reported products. There was no patient injury.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial (B)(6) , (B)(4) : analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: new information updated. H6: fdc d1102 code updated. Previous applied fdc d14 code are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received: product seems to be working fine at this point. There is no issue again since the day it was reported.